Event description:
A customer reported an issue with a cgm error 42 and was unable to reset the pump due to a missing charging cable and the need to prepare a cartridge. There was no adverse impact to the customer's blood glucose level. The customer planned to locate the charging cable and prepare the cartridge before calling back to continue resolving the issue with further guidance. Upon follow up patient not available.